Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3811 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refy3811) have been reported from the same facility.

Event description:
It was reported "PICC line was occluded and alteplase was needed to resolve. No blood draw had been done recently." No other information was provided.